Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose in the 400's mg/dl. Customer's blood glucose started to go down when they arrived at the hospital. Customer declined troubleshooting.